Event description:
It was reported that a device contamination occurred. The 90% stenosed, 12mm x 2.0mm target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, it was noted that the outer and inner package was damaged, and the sterility of the device was compromised. It was suspected that the device was leaking gas. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was visually and microscopically examined. There were no damages or signs of use present to the device. The manifold (hub), shaft, and tip of the device had no signs of use, damage, or fluids. The packaging of the outer box, inner tyvek packaging or hoop failed to return with the device. No media was provided for further analysis and information to the reported complaint. Product analysis could not confirm the reported event, as the there was no signs of damage or use to the returned device. The packaging of the outer box, inner tyvek packaging or hoop failed to return with the device. No media was provided for further analysis and information to the reported complaint.

Event description:
It was reported that a device contamination occurred. The 90% stenosed, 12mm x 2.0mm target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. During preparation, it was noted that the outer and inner package was damaged, and the sterility of the device was compromised. It was suspected that the device was leaking gas. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.